Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012 and suture was used. The needle was broken during use. The needle was removed from the field. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The evaluation revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle. A visual inspection was also performed on seven loose needles returned for evaluation and there were no signs of manufacturing defects found on the needles.